Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 9 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a failure of the reception port of the video connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, noise appeared when the camera cord terminal part was touched due to the receiving lock part of the video connector failing. The battery was also found to be consumed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that horizontal noise appeared on the otv-s190 visera elite video system center when the terminal part of the camera cord was touched. The failure occurred during pre-use inspection and during a pharynx/larynx fiber diagnostic procedure. The procedure was completed using the device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that horizontal noise was generated due to contact failure from contact corrosion. This report is being submitted due to the contact failure found during evaluation.